Manufacturer narrative:
Exact date unknown, event occurred sometime in (B)(6) 2021.

Event description:
It was reported that the patients ipg was no longer charging. The patients ipg was replaced with MRI compatible ipg. The patient was doing well postoperatively. The explanted ipg will not be returned.